Manufacturer narrative:
The client states the sores became infected and client needed to be hospitalized for wound care and then follow up with rehab. Due to seriousness of the injury hoveround felt it was best to report.

Event description:
Client states when she gets in or out of pwc, the footplate falls down and hits the front of her legs below the knee, on the shins. Client states she has large sores and this has made her weak to the point she is unable to transfer, ambulance was called and she was take to hospital.